Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor therapy. It was reported that they were having their device replaced as they were having a hard time calibrating it. The patient did not need to be connected with patient services as they would be seeing their new doctor about it.

Manufacturer narrative:
B3. Date is estimated; year is valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient (pt). The reason for call was pt reported they were not able to connect with their implant. Patient stated they kept getting a message that the implant was low or it was not connecting. Agent tried to inquire if pt's doctor has checked their implant to confirm their implant status and pt stated they have an appointment on october 23rd and they thought they had scheduled to replace the battery then but also stated they didn't know if they are going to check their implant status then. Patient inquired if their battery can just be replaced or if it will be the entire system. Agent reviewed general overview of replacing implanted system and redirected patient to their healthcare provider to further discuss. Pt stated now they are being told that they are going to be evaluated so pt stated they are not sure if implant is going to be replaced on the 23rd. Patient stated they received authorization from their insurance to get replacement, but not to be evaluated. Pt stated their implant is the best thing to ever happen to them and stated now that they were not connecting their life has been put on hold. Patient reported it was constant that when they have to go, they have to go right then and there. Pt stated they had noticed a significant change and they were not liking it. Patient attempted to connect with their implant on the call and reported getting device not responding. Pt confirmed communicator was placed directly on their implant. Agent reviewed ins longevity/eos considerations. The issue was not resolved through troubleshooting. Patient services (ps) redirected pt to their healthcare provider to check implant status/further address the issue. Pt mentioned they think their healthcare provider will have a manufacturer representative (rep) at their upcoming appointment this week. Patient provided event date as it's been going on since the year began (confirmed year as 2025) off and on but stated it had gotten worse the last couple months.